Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle (serial#(B)(6); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ileocecal resection, used for common mouth closure (fourth firing) during functional end-to-end anastomosis, while performing intestinal resection, the firing stopped at about 35mm. Since the display was not checked, the surgeon thought that the firing was completed and released it. An additional resection was performed, and additional sutures were sutured with a stapler.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The sled and staples were visible at the 1.5-centimeter (cm) cut line, the jaw was open, and staple pushers were noted at the 2.5 cm cut line. During functional testing, the reload was loaded into a medtronic representative handle, the interlock was overridden, and the reload was successfully applied to test media. All remaining staples were placed, the media was transected, and the interlock was confirmed to function properly. It was reported that while performing intestinal resection, the firing stopped at about 35-millimeter (mm). The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.